Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The seal plug was intact and the set screw oprated normally. The interrogated monitoring voltage was 9.174 volts and the remaining battery life to elective replacement indicator (eri) was 95%. A review of the device memory noted no resets, errors, or fault codes. Benchtop testing was performed and the recorded shock impedance and shock delivery measurements were within acceptable values. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient (119 kg, bmi 41) was presented to the electrophysiology (ep) laboratory on (B)(6) 2017 for an s-ICD system implant . The local representative contacted boston scientific on (B)(6) 2017 to report that this patient could be induced into ventricular fibrillation (vf) during dft testing; however, the arrhythmia could not be terminated. Ts was informed that three induction tests were performed. The post-shock impedance measurements for the first two attempts was 138 ohms. The electrode was repositioned (re-tunneled) and a third incision suture was used to get the electrode down on the sternum. Despite repositioning of the electrode, the next attempt was not successful at terminating the induced arrhythmia. The recorded post-shock impedance was 122 ohms. The patient was presented back to the ep laboratory on (B)(6) 2017. One induction test was performed with delivery of 80 joules reverse shock therapy. The induced arrhythmia was again not terminated. The recorded post-shock impedance was 96 ohms. The s-ICD system was explanted and replaced with a transvenous system. The induced arrhythmia was successfully terminated following delivery of 31 joules. There were no reports of any complications or irreparable injury.